Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer had difficulty with the pump touch screen interface and was not able to deliver a bolus; therefore, customer reverted to manual injections for insulin therapy. Reportedly, the customer interacted with the pump screen with a pen stylus. Customer's blood glucose was 125 mg/dl.